Manufacturer narrative:
The companion hospital cart will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that they were performing system check hospital cart and found a ground pin broke within the hospital cart impacting the ability of the locking power cord to stay in contact with other pins.

Event description:
The customer, a syncardia certified hospital, reported that they were performing system check hospital cart and found a ground pin broke within the hospital cart impacting the ability of the locking power cord to stay in contact with other pins.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion hospital cart s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Visual inspection of external components found scuff marks on the hospital cart and the power entry module ground pin was damaged. Visual inspection of internal components found damaged welding on the lcd neck bracket. Companion hospital cart failed functional testing for acceptance at incoming inspection due to out of specification voltage. Related to the pin damage, a known functional power entry module was installed. Unrelated, a replacement lcd screen and neck bracket were also installed. The cart was retested and passed all areas of functional testing without issue. The power control pcb assembly was also replaced, unrelated to the reported complaint, due to the out of specification voltage found during functional testing. Failure investigation for this complaint confirmed the reported issue from visual inspection. The customer complaint was not replicated; the root cause of the reported broken pin connector was unable to be determined, however, the missing pin is a device malfunction due to the broken component. Failure investigation identified no other test failures or damage that could have contributed to the event. Damage found to the welding on the lcd neck bracket and scuff marks on the cart are cosmetic only and would not affect functionality of the hospital cart. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.